Event description:
A customer obtained erroneously elevated troponin (accu tni) results on two patients' samples. A) upon repeat testing a result in the risk stratification range was produced for the 1st patient and a result in the normal reference range for the 2nd patient. B) the results were reported out of the lab.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in 3.5ml bd lithium heparin plasma tubes and centrifuges samples at 3,000 rpm for 4 minutes.qc was within the customer's established ranges prior to and after the event.service was not dispatched for this event as the customer is not questioning instrument performance at this time.a clear root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.